Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen display during testing. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label, broken belt clip slot, cracked lcd window and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 98 mg/dl. The customer also reported that the screen was not completely blank. The insulin pump will be returned for analysis.